Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes pressure was insufficient. The following information was provided by the initial reporter: when blood was collected from the patient, the pressure of the purple blood collection tube was insufficient, and the blood was dripping.

Manufacturer narrative:
H6: investigation summary: no customer samples and no photos were received in support of this complaint. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. (Refer to attached draw sheet) bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes pressure was insufficient. The following information was provided by the initial reporter: when blood was collected from the patient, the pressure of the purple blood collection tube was insufficient, and the blood was dripping.